Manufacturer narrative:
Service reps replaced the power supply brick and confirmed system is operational.

Event description:
Customer reported an issue with the panorama central station display which may have resulted in a loss of ambulatory telemetry monitoring. No pt injury was reported.